Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, errors 23020 and 23034 occurred shortly after the start of following. The system initially powered on without errors. The customer tried to recover the fault and reboot the system, but the issue persisted. They activated the clutch button several times, but the issue did not improve. The technical support engineer (tse) guided the customer to disable patient side manipulator (psm) 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed successfully with three arms and no injury to the patient. No relevant tests were performed on the patient. No medical history could be disclosed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced patient side manipulator (psm) 1 due to port clutch errors. The system was tested and verified as ready for use. Isi has received the psm for evaluation; however analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation confirmed the reported errors. This complaint is being reported due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure. It could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. There was no problem detected.